Event description:
I had essure put in (B)(6) 2014. Since then it's been a nightmare. I have had migraines, pain every month when ovulating, depression, weight gain, my stomach hurts most of the time. I wouldn't recommend this to anyone, and seeing that their still putting these devices in people is awful. They will do anything for money. I have done a lot of research, many women are going through the same thing I am and it's awful.